Event description:
Additional information was received that surgery occurred during which the ipg was explanted and replaced with a smaller size ipg and the ipg pocket was relocated to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
¿Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced discomfort at ipg site. Surgical intervention may occur to address the issue.